Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 36.3 months of service. A different guidant ICD was implanted without reported complication. In addition, this explanted device was on the advisory list. However, to date, there are no reports that this device has exhibited behaviors consistent with the recall failure notice.